Event description:
Per the information provided to co by the physician's office, the device was removed due to "failure." As reported to co, the entire device was removed and replaced with another manufactuer's device. 06/04/97-upon receipt of an operative report from the physician/surgeon, he stated... "There was a small hole in the tubing just distal to its connection to the pump."